Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the blade discolored (burn marks) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (burnt area).this failure was possibly caused from activation of the device while clamped without tissue being present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. The tissue pad was found in good physical condition and properly attached to the clamp arm. It is possible that the device returned may not be the device complained about.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during an unknown procedure, the instrument had the tissue pad that has been removed and fall into the patient. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported .